Event description:
It was reported the device was used during a subtotal gastrectomy. It was reported the stapler was fired to close the anastomosis. No staplers were in the stapler and the stapler was only fired once. A new stapler was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, j44x6v; cartridge position, loaded; casing position, back; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin position, back; safety position, locked and trigger position, open/locked. Functional tests & results: hook shroud condition, good; indicator function properly, yes and lockout slide tip condition, good. Analysis conclusion: based on the info rec'd and the visual and results, no conclusion could be reached as to what may have caused the reported incident. The batch history records were investigated and there were no anomalies noted for missing staples during mfg. It should be noted that a 100% visual inspection takes place during mfg to ensure that all staples are present prior to shipment. Mfg end engineering have been notified of the reported incident.